Manufacturer narrative:
This event occurred in (B)(6). The customer discovered a worn sample probe cushion during a sample probe exchange. The field service engineer replaced the sample probe's liquid level detection printed circuit board and performed sample probe adjustments. He confirmed the analyzer was operational. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable ise indirect gen.2 na results for one patient tested on a cobas 6000 c (501) module. The initial result was not reported outside the laboratory. The customer performed repeat testing for confirmation. The patient's initial na result was 127 mmol/l, and the patient's repeat result was 143 mmol/l. Na electrode lot number and expiration date were requested but not provided.